Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 07-jun-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she just got off the phone with the representative. Patient stated they are trying different settings. Patient stated stimulation quit working on the right side and she is in a lot of pain since a month or month and a half ago.. Pt stated she had to turn stimulation all the way up on the left side to get any kind of feeling of stim on the right side that is her worst side. Pt stated that the rep told her she had her settings wrong rep told pt to try this new setting and check in tomorrow to see how she is doing. Pt mentioned that when she stopped feeling stim on the right side it felt like something came undone - pt clarified it felt like a lead wire inside her body came undone. Pt stated rep suggested pt have xrays to check leads pt mentioned on the call that she just got a new rtm cord replacement.